Event description:
The customer reported that the battery of their t:slim x2 pump was not charging, despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level, as the issue did not lead to a pump shutdown or inability to turn the pump back on. Technical support instructed the customer to plug the wall adapter into a working outlet for 30 minutes, and later provided replacement charging supplies. Once these new supplies arrived, the customer confirmed the problem was resolved as the pump began charging, and no further assistance was required.